Event description:
The user calculated a plan for parallel opposed fields using the irregular field program. The total prescribed dose from both beams was entered into the prescription for a single beam (since pinnacle's irregular field program calculates for a single beam only). This is a situation in which the user misunderstood the labeling on both the printed report and the screen. This resulted in a patient being dosed with 84gy td rather than the prescribed 50gy.